Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6200985. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a clean needle stick injury occurred with a 1 ml allergist tray with 27 g x 1/2 in. Bd safetyglide¿ permanently attached, regular bevel needle because there was no cap on the needle. There was no report of medical intervention.